Event description:
A government agency reported via med watch number mw5103928 reported that the patient developed double vision, night time vision issues, severe dry eye syndrome, starbursts, rainbows around light sources, permanent eye pain and floaters in the left eye a few days after having lasik. The patient complained that the worse complication is duplicating images from light sources such as mobile phone, laptop, computer monitor. The text was doubled with a color burn. For instance, dark yellow color appears above white text which makes it difficult to read any text with a dark background. Other notable complications are floaters that obscures the field of view which is most visible on the solid backgrounds (example ¿ sky and walls). It was impossible to correct with eyeglasses and contact lenses and persisted for the whole four months after surgery without any change. A steep cornea and large pupil size, which was bigger than a treatment zone, is thought to be the root cause. Symptoms still persist to this day. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).